Event description:
It was reported in a clinical study that the patient underwent a left knee procedure. Subsequently, 2 years 6 months post procedure, the patient has pain in the left knee. Attempts to gather additional information are underway. However, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Report source: great britain. Additional associated products & mdrs: 42502607001 femur cemented cruciate retaining std left size 11: lot# 64513507; MDR: 3007963827-2022-00178. 42512100810 articular surface medial congruent left 10mm ht: lot# 64323592; MDR: 3007963827-2022-00180.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a study that a patient underwent a first stage revision surgery two years, seven months post implantation for pain, loosening and infection. The tibial was revised, along with the articular surface. The femoral component remained in situ with an articulating spacer. All other components were removed and patient withdrawn from the study. A second stage revision was completed one year, eight months after the first stage revision. The femoral component and spacer were removed. A new full revision knee implanted.

Manufacturer narrative:
The investigation has been reopened, and is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. Operative notes provided and reviewed state that the patient initially underwent a left total knee arthroplasty and due to persistent pain, infection, and tibial component loosening, a two-stage revision was performed. The first stage occurred about two years post implantation, during which the tibial component and polyethylene insert were explanted, and the femoral component was retained. An articulating spacer was implanted at that time. The second stage revision was completed one year and eight months after the first stage revision, during which the retained femoral component and the spacer were removed, and a full revision knee implant was placed. Cultures during the first stage indicated a culture-negative periprosthetic joint infection. Infection: the root cause of the infection was determined to be unrelated to the implanted zimmer biomet device. Loosening & pain: a definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.